Event description:
A system alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment w/o performing rinseback, resulting in an estimated blood loss of 190cc. Hb decreased from 12.0 g/dl pre event to 10.3 g/dl post event. Standard epogen dosing was increased from 10,000 units weekly to 20,000 units weekly. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions, as well as instructions for performing manual rinse back of the pt's blood when trained and instructed by the facility. No similar problems reported subsequently to this event. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.